Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery cap was stripped. Customer also reported having recent blood glucose levels over 500 mg/dl, which were treated with manual injections. Troubleshooting was declined. Customer was shipped a replacement battery cap. The insulin pump was not replaced or returned for analysis.